Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Customer stated the battery cap broke off inside the insulin pump around the battery, also stated that the battery exploded and battery cap damage as well as inside the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.